Event description:
It was reported that the patient received an inappropriate shock due to oversensing from fracture noise on the right ventricular (rv) lead. The impedance was also high. The lead was capped and replaced. It was also noted that the left ventricular lead had no capture. The lead was capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.